Event description:
Initial report related by the eye care practitioner (ecp) that a pt was seen on (B)(6) 2014 for a "white spot" od. This was first noticed by another provider about one week prior when oral ciprofloxacin and neomycin eye drops were prescribed. Follow up visit to the ecp for c/o white spot remaining and that eyelids have been itchy and swollen. The ecp notes that this is related to contact lens over wear of trial lenses for two months. Exam for the right eye relates moderate epithelial staining, mild epithelial edema, trace stromal edema, trace limbal and bulbar injection. Fluorescein staining shows right eye superior-temporal paracentral corneal ulcer. The left eye is clear. The diagnosis is contact lens related keratitis od. Med intervention by medical prescription was given to preclude permanent injury.

Manufacturer narrative:
Lenses were not returned. The complaint is unconfirmed. The association between coopervision lenses and the incident is unconfirmed.